Manufacturer narrative:
It was reported that the patient is over (B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2012, that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2012. According to the complainant, during deflation of the balloon post procedure all of the inflation medium could not be removed. Extra suction was required beyond what the inflation devices provided in order to make the balloon small enough to be withdrawn through the scope. However, significant force was still required to remove the device through the scope. It was reported that the procedure was completed with this cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.